Event description:
It was reported that the rim of a sag 4838 sharps container where it meets the lid was cracked and separated from the container. This was not discovered until after it was used and there was a needle stick caused by a syringe sticking out. The needle stick occurred when an lpn was attempting to remove the full container from its mounting on the side of an anesthesia cart and she was stuck in the finger by a needle. She did not receive any treatment other than first aid and blood tests.